Event description:
It was reported the display lens is cracked. The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lcd (liquid crystal display) lens, lower case, and two side bail covers are broken. Upper case is broken/contaminated. Battery release, lead flex cover, lcd display, main printed circuit board, and heart lead flex are contaminated. Battery contacts are compressed/contaminated. Battery drawer o-ring is missing. (B)(4).